Event description:
The customer reported that the device was applied to tissue and that the jaws could not be re-opened. The surgeon resected the tissue directly adjacent to the jaws in order to remove it. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add¿l info pertinent to the incident is obtained a follow-up report will be submitted.